Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect various parts of the pump and attempt to reload the cartridge, including cleaning the pneumatic tap area and ensuring the cartridge was properly attached. Despite these efforts and trying a new cartridge, the caller was unable to successfully load the cartridge, and technical support decided to escalate the issue for further troubleshooting.